Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: h3, h6, h8 and h11 (roi). H11: the associated device was returned and evaluated. The visual inspection revealed that the device is worn from use. There are small pieces fractured off of the plastic bumper. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka, a piece of plastic chipped off of one (1) journey tibial impl impactor while in use. The procedure was resumed, without any delay, using the same device. No further complications were reported.